Event description:
It was reported by the user site that prior to a selenia dimensions mammography systems, 3d procedure on (B)(6) 2025, a broken tapered screw was observed in the vertical travel assembly. No patient or user injury was reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed a broken tapered screw in the vertical travel assembly. The fse resecured all of the tapered screws and scheduled a vertical rotational assembly replacement for (B)(6) 2025. The fse reported that the system is currently operational. No further information is available at this moment.